Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was trailed with scs lead on (B)(6) 2016. On (B)(6) 2016 the patient visited emergency room for profuse sweating and urinary problems. Subsequently, the patient was admitted to the hospital for renal failure and urinary tract infection. The patient was discharged from the hospital on (B)(6) 2016 and the issue has resolved. The trial continued and the lead was explanted as planned.